Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-02641. It was reported that balloon rupture occurred. The target lesion was located in the extremely hard and calcified vessel. A 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to the lesion. The balloon was inflated, however it ruptured under 4 atmospheres on the first inflation. Then another 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to the lesion, however the balloon also ruptured under 4 atmospheres on the first inflation. Both balloon catheters were completely removed from the patient. Then a 2.5mm x 40mm x 145cm coyote¿ es balloon catheter was selected but the device became stuck within the guide catheter while advancing. Access to the lesion was lost, therefore all devices were removed. The procedure was completed using a sterling balloon catheter. No patient complications were reported.